Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving dilaudid (3 mg/ml) at 1.3015 (pa 0.1 mg x4) mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2017 the hcp reported a volume discrepancy. The patient was in for a refill today. The arv (actual residual volume) was .5ml and the erv (expected residual volume) was 7.8 ml. They were able to fill it with a full 40 ml. The hcp stated they saw air bubbles today and then saw the air bubbles stop when they were aspirating drug from the reservoir. The hcp also stated there were discrepancies noted on past refills but the range was normal. On (B)(6) 2017 the arv was 4.0 ml and the erv was 4.3 ml. At that time, the pump was delivering dilaudid (2 mg/ml) at 1.3015 (pa 0.1 mg x4) mg/day. On (B)(6) 2017 the patient experienced nausea, vomiting, and a headache. On (B)(6) 2017, a dye study was done and it was noted it was hard to aspirate csf (cerebral spinal fluid). No other issue was identified. A roller study was also done and no issue were identified. On (B)(6) 2017, a second dye study was done and again no issues were identified. On (B)(6) 2017, a lumbar MRI was performed and nothing was found. On (B)(6) 2017, a thoracic MRI was done to rule out granuloma. Additional information was received on 20-oct-2017 from an hcp who reported that the cause for the difficulty aspirating csf (cerebral spinal fluid) was not determined. The actions/interventions taken to resolve the difficulty aspirating was noted to be that they brought the patient back to the clinic 2 weeks after the pump refill to aspirate the drug in the reservoir to verify the correct amount. On (B)(6) 2017, 31 ml was aspirated which was close to the expected amount of 31.2 ml. No granuloma was found via the thoracic MRI. Per the hcp, the pump seemed to be working appropriately. They would continue to monitor. No further patient complications were reported.